Event description:
It was reported that an implant remained unretrieved in the patient. The reporter stated that during a meniscal repair, the first implant broke on insertion. The suture was removed and implant remained in the patient (not secured). The case was completed successfully utilizing another ar-4500 implant in a different hole. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event in use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. The product directions for use warns against the use of excessive force; slight rotation of the trocar may ease deployment of the implant. The following text is being added to step 4 of the surgical technique: note: if resistance is encountered during insertion of the implant, rotate trocar back and forth approximately 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.